Event description:
It was reported that the device failed to suction. There was no patient impact reported and no investigation letter is required.

Manufacturer narrative:
The device, which is unknown if used in treatment was returned for evaluation. There was a relationship between the reported event and the device. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the device failed the pressure test and the device's pump was noisy during operation. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Root cause is a pinched tube within the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.